Manufacturer narrative:
Device evaluation: the power control board assembly (pcba) was returned to the manufacturer for evaluation. It was not possible to confirm the reported issue as no fault was found in the returned part. The standalone pcb passed bench testing and the fans functioned as intended. All output and voltage readings were present and no problem was found.

Manufacturer narrative:
The suspect power supply part was returned to the manufacturer for evaluation and the issue was confirmed. While setting up testing it was observed the power supply has no output. The cause of the issue was a faulty power supply.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the standalone board and power supply were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply and standalone board have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed "initializing please wait" and would not progress past the prompt. It was reported that restarting the viewing station of the imaging system and imaging system separately did not restore functionality. However, it was noted that the viewing station of the imaging system verified functionality. Gantry motion could be completed though it was noted there was a red x next to motion on the display. There was no patient present when this issue was identified. No additional information was provided.